Event description:
It was reported that the venaseal device was used to treat venous insufficiency in a patient on an unknown date. It was reported that the patient developed an allergic reaction in an unknown timeframe after the treatment. Patient was placed on desloratadin (aerious) medication. It was reported that the patient was symptom free after one day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.